Event description:
Customer reports obtaining results of approx 400mg/dl on her device and approx 160mg/dl on the doctor's device. No treatment received. Device memory shows results of 470mg/dl and 206mg/dl performed within 2 minutes on the same device. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.